Manufacturer narrative:
On 20-jan-2026: submitting correction supplemental to correct h6 codes.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient, the pink slide moved forward. However, the cannula did not insert into the skin, and the cannula was not visible upon removal of the pod, indicating a needle mechanism failure. Additionally, it was reported that the pod displayed an error message during wear. The patient's blood glucose levels were not affected. The pod was worn 5 to 24 hours. As treatment, a new pod was placed.